Manufacturer narrative:
H3: product evaluation: lens was returned dry in a microcentrifuge vial. Visual inspection found a haptic torn and bent lens. Dimensional inspection found lens to be manufactured within specifications. Functional inspection found lens not to be manufactured within specifications. Claim# (B)(4).

Manufacturer narrative:
H6: device history record review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was later removed and the problem was resolved. Cause of the event is unknown.